Event description:
Dr (B)(6) reported that a pt developed an infection in the chin area following a 1.5 cc radiesse injection in the same area. The pt reported redness, pain and white patches on her chin two days post injection. She was treated with an intravenous ancef for 6 days, starting on (B)(6) 2011, amount was unk. The pt did not have a fever or any discharge from the infected area. The pt was also given an oral antibiotic, name, amount and duration were not provided. The lot number was unk by the reporter. Several f/us were made with the providing facility to obtain pt's recovery status, on (B)(6) 2011. No additional info was received.

Manufacturer narrative:
The device history records were not reviewed as the lot number was unk by the reporter.